Event description:
It is reported that the customer had high blood glucose levels of 138 mg/dl. The customer reported a crack on the bottom portion of the insulin pump. The customer also reported that the screen of the insulin pump was black and would not turn on. The customer further reported that the insulin pump fell on some rocks. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump had minor scratches on display window, cracked reservoir tube, cracked reservoir tube window with a cracked and bleeding lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.